Event description:
It was reported that 1 device was used during a colectomy. It was reported by the rep that the tlc75 would not open after the blade was advanced. The case was completed by using another instrument. There was no consequence to the pt.